Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor intermittently failed incoming functionality testing. The cause of the intermittent failure was isolated to a thermally damaged c9 capacitor on the computer/analog board. The root cause for the thermally damaged c9 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.